Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 september 2014.

Event description:
Related manufacturer reference number: 2017865-2021-22213. It was reported that the patient presented to the hospital. The pacemaker and right atrial lead were explanted due to infective endocarditis. Tissue cultures were positive for mrsa, and vegetations were present on the right atrial lead. The patient was recovering in stable condition.